Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date see section of this report.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No unlocked j2/lcd keypad connector. Unit passed self test. Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that rubber piece broke off. Blood glucose was 122 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.